Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified "incorrect false" readings on the sensor scan and was "worried, feeling bad" about his readings. Customer further reported being able to self-treat and was seen at the emergency room where he received unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly, no issues were observed. The current was applied to the sensor to perform accuracy testing while in the test fixture. All results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified "incorrect false" readings on the sensor scan and was "worried, feeling bad" about his readings. Customer further reported being able to self-treat and was seen at the emergency room where he received unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Event description:
An unspecified readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified "incorrect false" readings on the sensor scan and was "worried, feeling bad" about his readings. Customer further reported being able to self-treat and was seen at the emergency room where he received unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the followup report no. 1. Correction has been made.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor was reviewed and the dhrs showed the freestyle libre sensor passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified readings issue was reported with the adc freestyle libre sensor. Customer reported receiving unspecified "incorrect false" readings on the sensor scan and was "worried, feeling bad" about his readings. Customer further reported being able to self-treat and was seen at the emergency room where he received unspecified treatment. No further information was provided. There was no report of death or permanent impairment associated with this event.